Event description:
It was reported this drainage catheter fractured during a pericardiocentesis procedure. The segment was successfully retrieved during a previously scheduled pericardial window procedure without pt complications. The pt's condition is good and has since been discharged. This device is not available for evaluation. Therefore, no failure analysis will be available. F/u revealed a pericardial window procedure had been planned prior to this procedure. Since a surgical procedure had been planned, a diagnosis of chronic pericarditis would be probable. The pt's anatomic pathology may be a contributing factor to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co believes user technique and/or pt anatomy may have contributed to this event. However, as co attempts to gain further info regarding the details of this event were unsuccessful and the product is not available for evaluation, co is unable to determine the exact cause for this event.